Event description:
Event description cpi received information that an invasive procedure was performed to explant two bipolar leads. The bipolar lead model 4269 serial 041300 was dislodged, the physician tried to reposition the lead but was not successful. At the same procedure, the bipolar lead model 4261 serial 212997 was 'nicked'. The physician elected to replace both leads. Implanted-06/23/94. Explanted-08/08/96. Implant months-25. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect.